Event description:
It was reported that the catheter was placed via the vena cava in the ICU without incident. The user could not remove the spring wire guide (swg) and an x-ray was ordered. The x-ray showed the swg had looped in the vessel. The swg was surgically removed from the pt. There were no reported pt complications.